Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance. The lead was capped and replaced during routine device change out procedure. The patient&#38112;condition was fine prior, during and post procedure.